Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative evaluated the device at the customer's site. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing without duplicating the report. The system interconnect flex cable was reinstalled as a precaution. The device was recertified. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "internal comm failure - 1474" message. Complainant indicated that there was no patient involvement in the reported malfunction.